Event description:
The side rails on the (B)(4) bed don't go up and down with the head section. The rails are taller than the bed standard mattress height at lowest point. In addition, the rails are very high when in the up position and the bed is at its lowest, causing patient to climb over the rails. When rails are released to be lower, they descend quickly.